Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: isolated transcatheter tricuspid valve edge-to-edge repair in repaired tetralogy of fallot b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "isolated transcatheter tricuspid valve edge-to-edge repair in repaired tetralogy of fallot", was reviewed. The article presented a case study of a 37-year-old patient with a history of repaired tetralogy of fallot, heart failure, and severe tricuspid regurgitation (tr). A triclip was selected for implant on an unknown date to treat the tr. During deployment the first clip dislodged and became entrapped in the subvalvular apparatus, resulting in chordal rupture and transient worsening of tr. Two subsequent clips were successfully implanted at the anterospetal and posteroseptal commissures, leading to significant reduced tr and improved leaflet coaptation without stenosis. Hemodynamics improved immediately and the patient was discharged with symptomatic relief. At 2 month follow-up, both clips were instable position. [The primary and corresponding author was omar azizi, hôpital haut-lévêque, chu-hôpital, 1 av magellan,33600 pessac, france. E-mail: aziziomar1195@gmail.com.].